Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found burnt components were on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue damage. No other anomalies were found.